Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The battery measurement value was not available. The device was received in the unopened original shipping package.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had a low battery voltage out of box. The next day the voltage remained low. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.